Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the insertion device prior to insertion. Moreover, they replaced the infusion set and insulin was resumed successfully.